Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the right ventricular (rv) lead had a decreased sensing value and a loss of capture. Fluoroscopy did not reveal any damage or dislocation of the rv lead. The lead was capped and replaced and the patient was stable with no consequences.